Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 7300tfx25 implanted in the mitral position underwent intervention for a valve-in-valve (viv) procedure after an implant duration of 7 years and 7 months due to bioprosthesis degeneration leading to mixed stenosis and regurgitation. A 26mm sapien3 valve was implanted within the surgical edwards valve using the transseptal approach. As reported, the procedure was a success, patient was extubated in the hybrid room and left in stable condition. As reported, the bioprosthesis failed due to natural degenerative causes (not premature).

Manufacturer narrative:
Updated: b4, g3, h6.